Event description:
It was reported that an insulation break was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2025 and replaced. The patient was in good condition before, during and after the procedure.